Manufacturer narrative:
This report is submitted on march 11, 2024.

Event description:
Per the clinic, the patient experienced an infection at the incision site and was treated with oral antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2021.